Event description:
The dr claims that the graft was implanted in 1999 (approximate), as a descending aortic replacement. The pt developed a post-operative fever of unknown etiology which lasted for approx one month. Blood, urine and sputum cultures were all negative. The pt's condition improved with antibiotics (unknown) and antipyretics (unknown). The graft was left in. The pt is doing well, now. The co has now learned that antibiotic used was tienam.